Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that they were hospitalized in (B)(6) of 2018 for low blood glucose. Blood glucose reading was 27 mg/dl. The customer experienced their low blood glucose while sleeping. The customer was treated with glucose at the hospital. The customer also reported a keypad issue on the insulin pump and an unexpected restart alarm. The customer was hospitalized as a result for after being disconnected from the insulin pump for 7 days. The customer was admitted on (B)(6) 2018 with a blood glucose of 337 mg/dl. The customer was treated for their blood glucose and kidney disease. The insulin pump will be returned for analysis.